Manufacturer narrative:
Date of birth: patient was born in (B)(6).

Event description:
It was reported that the stent partially deployed and 1/3 of the stent was left in the patient. A 5x150x130 innova vascular stent was selected for a lower extremity runoff procedure in the patient's totally occluded superficial femoral artery (sfa). The lesion was of normal tortuosity and heavily calcified. The lesion was approached contralaterally and was pre-dilated. The device was used with an unspecified amplatz guidewire and a non-bsc sheath. While attempting to deploy, the thumbwheel only worked for the first 1/3 of the delivery of the stent and then stopped deploying the stent. Normal force was required to turn the thumbwheel. The pull grip was attempted to be used to deploy the stent, but still only approximately 1/3 of the stent deployed in the sfa. The physician broke the stent to remove the whole system, but left the 1/3 of the stent inside of the patient's subintimal plane. The rest of the stent, that was remaining in the sheath, was removed from the patient. The case was finished at that point. No portion of the fractured stent was sticking out of the subintimal plane to obstruct blood flow. The physician chose not to remove the fractured portion because it was in the subintimal plane. The physician has no concerns at this point. The patient will be going for surgical bypass at an undisclosed time. In the physician's opinion the patient did not go to surgery due to the issue with this device, but because the case was unsuccessful to stent. The patient was fine. There were no patient complications or symptoms and no actions were taken due to this issue.